Event description:
On (B)(6) 2013, this patient was treated for a symptomatic 8cm thoracic aortic aneurysm. On introduction of the 24fr gore dryseal sheath, the physician indicated that access was tight and that he anticipated iliac damage on removal of the sheath. The physician requested a 14fr sheath and coda balloon to be prepared on removal of the sdv2428 sheath. The aneurysm was successfully occluded with three gore tag thoracic endoprostheses. As the sheath was removed the physician did an angiogram revealing a tear in the patient's common iliac artery. The physician inserted and inflated a coda balloon in the abdominal aorta. An 8mm x 10cm viabahn was positioned and deployed. An angiogram revealed a type I endoleak from the distal edge of the viabahn at the level of the iliac bifurcation. The physician did a cut-down to expose the access site and the gore dryseal sheath. He inserted a 10mm x 10cm viabahn distally, covering the left internal iliac. An angiogram revealed a small proximal type I endoleak which the physicians treated with a 10mm x 3.8cm v12 covered stent. The final angiogram revealed that the iliac rupture was repaired. In recovery, patient complained of leg weakness on the left side. Discussion with the registrar supporting the patient indicated that an MRI scan had been done and that spinal ischemia was suspected. The physician will continue to monitor the patient. Please note: patient age, weight are unknown.